Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. The physician had seen broken pumps once in a while. Patient and device information, specific patient symptoms, date and cause of the event, interventions, troubleshooting/diagnostics, medical history, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
There was no relevant medical history information provided for this report.